Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had problems with her blood glucose and was having some severe low blood glucose. Customer's blood glucose was 50 mg/dl. Customer treated with 8 oz of juice every 15 minutes. Customer stated that she feels okay to troubleshoot. Customer stated that the drive support cap appears normal. Customer stated that she has had the flu these past 2 days. Customer stated that the pump was not exposed to an MRI. Customer was advised to speak to their health care professional regarding the low blood glucose. Customer was advised to monitor the pump. Customer stated that she is going to call her doctor this morning to discuss her low blood glucose.